Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the issue occurred outside of a procedure, prior to a patient being in the operating room (or).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an earthquake occurred at the site prior to the reported issue.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the detector would not complete initialization, it was noticed the fiber optic cable for the detector was loose. To restore functionality, the cable was re-seated. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the imaging system was unable to perform a lateral image acquisition. It was noted that the imaging system would not perform 2d image acquisitions as well. The imaging system was restarted, but the system then displayed it was initializing and would not progress past the prompt. X-ray functionality was noted to not complete initialization on the pendant and that green bars on the pendant were depleting. Prior to the reported issue, it was noted that the imaging system operated as designed during the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.